Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The repair technician reported the wing nut is broken off inside of holding sleeve, shantz screw is stuck. The broken piece of the wing nut was removed and the shantz screw, the wing nut was replaced. Damaged component is the reason for repair. The cause of the issue is unknown. The following parts were replaced: wing screw. The item was repaired per the inspection sheet, passed synthes final inspection on 08-jun-2021 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: as per (B)(4), manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the holding sleeve was found in sterile processing(sp) with a schanz screw stuck inside. The wing nut broke off inside of the holding sleeve. Cannot remove schanz screw from the sleeve. The threads of the wing nut are stuck inside, but the wing was thrown away. The procedure and patient outcome were unknown. This complaint involves two (2) devices. This report is for (1) holding sleeve 55mm this report is 1 of 1 for (B)(4).